Event description:
Baxter IV tubing (vented) used as a primary tubing due to poor labeling differentiating the different types. Using vented tubing as a primary and then adding a piggyback tubing allows fluids to run from ivpb to primary.